Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: inratio: 3.2; reference: 2.4; mean: 2.80; confidence limits: 1.7-3.8. Analysis of customer's data revealed that inratio and reference test result comparison did meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Per general description of complaint, nurse used venous sample to test on inratio meter. Per product user guide, fingerstick sample should be used for testing. Using venous sample is considered off-label use. No strip lot info was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 3.2; lab: 2.4. Pt's therapeutic range: 2.0-3.0 inr.